Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a removal of kidney stones procedure in the right kidney performed on (B)(6), 2022. During the procedure, when the stent was introduced and passed through the urethra and entered the forced of two centimeters into the ureter, and when the stent was pushed, it became buckled and would not advance into the ureter and a torn was observed on the distal part. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a040601 captures the reportable event of stent buckled, inside the patient. Medical device code a0414 captures the reportable event of stent torn, inside the patient. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a removal of kidney stones procedure in the right kidney performed on (B)(6) 2022. During the procedure, when the stent was introduced and passed through the urethra and entered the forced of two centimeters into the ureter, and when the stent was pushed, it became buckled and would not advance into the ureter and a torn was observed on the distal part. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.